Manufacturer narrative:
A complete analysis and testing of one opened and used elite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call bent sensor cannula, lost sensor alarm and change sensor alarm. Customer's blood glucose level was 277 mg/dl. Troubleshooting for bad sensor alarm was performed. Customer advised the alert occurred after initialization and 2nd consecutive calibration error. Customer advised threshold suspend occurred and that the sensor was doing inaccurate readings. Customer declined to troubleshoot for lost sensor alert. Customer advised their isig value was 27.18 and they found a bent cannula. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.